Manufacturer narrative:
(B)(4). On (B)(6) 2013, dianeal therapies were discontinued and the patient's catheter was removed. It was also reported that the peritonitis showed no response to treatment (specifics not reported). Initial report stated that the patient was recovering. The nurse clarified that the patient had not recovered.

Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain, fever, and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment was not reported. Pd therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4): the exact date of birth is unknown; however, the birth year was reported as (B)(6). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.